Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. The patient reported they were seeing a screen with two circles on their ins recharger while charging. The patient stated that see the coupling bars at the bottom, and then two circles come up. They called in a second time with the product. The patient charged three times a day. It was reported that there was poor coupling. The patient called because there is a screen ¿hung up¿ on the recharger and they can¿t charge their implant. The patient can get to the charging screen and charge for 10 minutes, but there are zero coupling boxes filled. The patient tried multiple times to connect, but continued to receive the reposition antenna screen. The patient was able to connect with their programmer. It was reported that there was an ¿on¿ and ¿low¿ screen. Technical services reviewed to follow up with their healthcare provider. The patient stated they are seeing their health care provider in early (B)(6) and they would talk to them then. Technical services reviewed to go as soon as they can. The patient stated these issues began maybe the week prior. There were no symptoms reported. No complications or further complications were reported.